Manufacturer narrative:
Internal report reference number# : (B)(4). Test strips were returned. Test strips are expired, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 155, 150, 144 and 247 mg/dl and from meter to meter comparison of 172 mg/dl using true metrix meter and 210 and 220 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl and expected pm fasting blood glucose test result range is 200-220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 05/27/2022 (expired) and customer stated open vial date may be more than four months ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 172 mg/dl date: (B)(6) time: 11:40 am fasting result 2: 155 mg/dl date: 02-17 time: 05:08 am fasting result 3: 150 mg/dl date: 10-25 time: 03:24 pm fasting result 4: 144 mg/dl date: 10-02 time: 02:32 pm fasting result 5: 247 mg/dl date: (B)(6) time: 11:53 am fasting.